Event description:
A physician reported that during a surgery vitrectomy of an ophthalmic operating console was not working. Procedure details were not reported. Procedure was completed using another ophthalmic cutter. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system, and it was found that the reported event was related to the vitrectomy cutter and not the system. The system was then tested and met all product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. A review of complaint revealed it to not be relevant to this investigation. The system was found to meet specifications; therefore, the root cause of the reported event is not associated with the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).